Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 16:41:25. No additional information is available.